Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure with femoral approach, when the insertion sheath was withdrawn, the collagen sponge was not positioned properly, and a part of the collagen sponge came out of the skin. The physician managed to achieve hemostasis with bailout technique by soaking in saline and pushing the exposed collagen under the skin using forceps, and manual compression was also applied. Subsequently, hemostasis was successfully achieved. The blood loss was less than 250cc's. There was no health damage to the patient. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 to 7 mm. There was no patient injury, medical/surgical intervention required.